Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate the customer reported complaint. The unit was returned for failure analysis, but the reported failure (error c84 and c00) could not be reproduced. The unit energized and cauterized, and all ports recognized instruments.

Manufacturer narrative:
Based on the claim against the product by the customer noting c-84 and c-00, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to investigate the reported event. The fse reproduced and replaced the integrated electro surgical unit (iesu) part due to the reported c-84 and c-00 errors. An RMA was issued to the customer requesting to have the isi device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has not received the iesu part for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: the electrosurgical generator unit (esu) displayed errors after the start of the procedure. It is unknown if the surgeon was able to continue with the procedure robotically without/with a backup/third-party esu. In addition, the isi fse was dispatched to the site and confirmed the customer-reported errors and replaced the iesu to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that errors c84 and c00 were observed. The errors were seen during 2 cases. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.